Event description:
The report received indicated that during a coronary procedure to treat a lesion in the proximal left anterior descending (lad); the 2.5 x 15 mm firestar balloon catheter was delivered to conduct pre-dilation of the target lesion. The balloon was inflated at 12 atmospheres (atm); however, dilation was not enough and the physician decided to conduct pre-dilation again, and so the balloon was delivered to the lesion and inflated again. While the balloon was being inflated, the balloon ruptured at 14 atm, the physician identified blood flowing back into the inflation device upon removal, the physician found the balloon was ruptured. The physician felt that the vessel was dilated enough and continued the procedure; a 3.0 x 18 mm cypher was delivered and implanted at the target lesion without any problems. The procedure was safely finished. There was no patient injury reported. Further information indicated the target vessel had been previously stented (unknown product) distally to the target lesion; however, the lesion in the proximal lad was de novo. The vessel was not calcified, flexed or tortuous and presented 90% stenosis.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.